Event description:
It was reported that after location for infusion on the following day post catheter placement, sandholes were found with the part exposed externally. The catheter was not used for infusion on the first day post catheterization.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the cause of the damage to the catheter could not be determined from the video that was provided for investigation. The video showed a 4fr single-lumen groshong PICC that was inserted in a patient. No dressing or securement device were observed in the video. The insertion site was visible. A non-bd extension set was attached to the gray connector. What appeared to be blood and air was observed within the extension set. A dark colored fluid both sprayed and dropped from the catheter tubing. Since the leak was demonstrated in the video, the complaint was confirmed; however, without a better visualization of the leak site characteristics, the exact cause could not be determined. A lot history review (lhr) of redp1982 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1982) have been reported from the same facility in china.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1982 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1982) have been reported from the same facility in (B)(6).

Event description:
It was reported that after location for infusion on the following day post catheter placement, sandholes were found with the part exposed externally. The catheter was not used for infusion on the first day post catheterization.